Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to their patient experiencing ¿ghosting¿ which they reported as very debilitating. The patient is a welder and it is an occupational hazard. The incident was reported the day after surgery and ghosting was experienced from april through june until the day of the explant. There was no capsule tear, unplanned vitrectomy, or sutures required. No medication outside of the regular standard of care. The replacement lens is a different j&j model dib00 24.0 diopter. Reportedly, the patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up the customer explained the incision was enlarged and sutures were required although initially they reported no sutures. Furthermore, the customer specified that the product is not going to be returned. The replacement lens is a different model dib00, but the same diopter 24.0 same as the initial lens. Reportedly, the patient is doing great post-operatively (op). No further information was provided. The following sections have been updated accordingly: section a5, ethnicity: not hispanic/latino. Section h6, health effect - impact code : 4625 - additional surgery (coding for sutures). All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.